Event description:
The initial reporter stated that the pump was over infusing. They stated that the infusion was ended 5 hours before it was scheduled to end. Mmdg followed up with the initial reporter to obtain additional information. They stated that there had been no harm to the patient. No other information was provided. [Complaint-(B)(4).

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were present. When the device was returned to mmd for evaluation, the pump operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were present. Because the device was not returned to mmdg, the complaint could not be investigated. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the infusion was ended 5 hours before it was scheduled to end. Mmdg followed up with the initial reporter to obtain additional information. They stated that there had been no harm to the patient. No other information was provided. (B)(4).